Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. A visual and functional assessment was performed on the device which determined that it could not be tested because the device could not be locked up-failed lock operation assessment. It was further determined that the device failed for loctite and the locking bushing came out. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery it was discovered that the attachment device would not lock in place. During in-house engineering evaluation, it was observed that the device failed for loctite and the locking bushing came out. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.